Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-217-01111. It was reported the patient patient's leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2017, where the leads were repositioned.

Manufacturer narrative:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01111 not device 1 of 2 reference MFR. Report#: 3006705815-217-01111 as previously reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01111. Follow-up information revealed the patient original pain pattern is bilateral low back , hip and legs to bottom of feet. Left leg and foot are worse than right. The patient did lose therapy. Additionally, fluoroscopy was taken before and after migration. However, effective therapy resumed following the procedure.